Event description:
Literature report from foreign journal describing pt experiencing accidental morphine overdose as a result of incorrect programming of infusion pump. Pt experienced nausea and vomiting the day after implant, which progressed to include a disturbed respiratory patter under auscultation, but no complaint of pain. Four days later the pt was experiencing severe perineal pain, tachycardia, hypertension, and perspiration. On day eight post-implant, the pump was examined and found to be completely empty. The device was refilled and programmed correctly with no further complications to the pt.